Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The hakim programmable vave was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Cause(s) of the difficulty reported by the customer could not be determined. The possible root cause for the problem reported by the customer could be due to ¿blockage due to build-up of protein¿.

Event description:
A post-market clinical program reported ventriculoperitoneal shunt obstruction: the hakim valve was implanted on (B)(6) 2018. On (B)(6) 2018 the patient returned to the hospital and the parents stated the patient had been crying for nearly 5 days. The patient was diagnosed with a ventriculoperitoneal shunt obstruction at the ventricular end. On (B)(6) 2018 the patient had a ventriculoscopy, cerebrospinal fluid drainage and removal of the right ventriculoperitoneal shunt was performed. The patient was discharged from the hospital on (B)(6) 2018 and was noted to be healing well.